Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, low impedance and failed a lead position check. It was also noted that the right ventricular (rv) lead exhibited high thresholds and low impedance. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.